Event description:
Noise in rv lead. Nothing on chest x-ray showed reason for noise. Dr thinks it may be from device movement from original position at implant. Lead was capped and replaced. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Patient shocked multiple times due to lead noise. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.